Event description:
It was reported while using bd preset¿ eclipse¿, a foreign object was seen on the plunger of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos for investigation. The evaluation of these photos shows evidence of foreign material on the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.